Manufacturer narrative:
(B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. Model eg-3670urk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 03-feb-2022, a device history record(DHR) review for model eg-3670urk, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 17-jun-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 17-jun-2013. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported no air from processor involving pentax medical ultrasound video gastroscope, model eg-3670urk, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported.

Manufacturer narrative:
Evaluation summary: it was speculated that this event was caused by the buckling of the air and water supply line (tube) on the scope side, resulting in the loss of air and water supply functions.